Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found the lab's di (deionised) water system offline and needed to be serviced by someone (this is not a bec maintained system). Fse cleaned the long waste canister but was unable to test due to no di water. Fse noted that the lab's floor drain (not a bec product) needed cleaning and recommended to the customer that they clean it. Fse went back on-site (B)(4) 2011 and checked the hydropneumatic. The customer had cleaned the waste canister lid. Calibration was performed and qc was tested which all passed within specifications. Proper operation of the instrument was verified. No parts were replaced and no failure mode was observed by fse. Repair was verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that a brownish fluid was leaking from the right side of the hydropneumatic in the synchron cx7 delta clinical system. The customer stated, the amount of fluid that leaked was about 30ml. No injury was reported and no erroneous results were generated.